Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had an open circle and the device was not delivering insulin. Customer's blood glucose was 405 mg/dl and hadn't treated. Customer stated the circle was gone and the device was checking settings. Customer had all ready rewound the device for the first time. Customer was advised the alarm would occur after getting out of training mode. Customer's blood glucose got up to 460 mg/dl and treated with manual injection. Customer was advised to monitor the device. No further information reported.